Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was humidity under the eyepiece unit lens. In addition, the name plate was broken. The connecting tube was deformed. The protector coating peeled off. The grip unit was scratched. The control unit was broken. The control unit was corroded. The up/down plate was peeling off. The biopsy pot was damaged. The universal cord had a leak. The play of the angulation was out of specification due to elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the bronchofiberscope optics were defective during an unspecified procedure. There was no report of patient harm associated with this event,